Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station not turning on due to component issue. Field service engineer replaced drawer controller pcb in drawer 4.2 to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system station not turning on and remote support service showing offline. The customer reported that users were unable to remove medications. There was no delay in patient care as the user was able to obtain the medications from another station. There were no adverse events or injuries reported based on this event.